Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in good condition (the pump had a few scratches). The device was started in application mode. The customer reported product problem (double beep/cassette not attached) was not replicated during the test. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. As a preventative measure, the investigator replaced the downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep no cassette" during testing. There was no patient involvement.